Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice during patient therapy. The patient continued therapy using manual supplies. This event did not involve a patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.